Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump would reboot without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2013 with the following findings: during investigation, a review of the pump history showed that the pump had rebooted. There was no damage found to the returned battery cap. Evaluation revealed that the battery compartment had a small crack near the case seal. The returned battery cap attached securely to the pump. During testing, the pump was exercised for 24 hours with the returned battery cap with no loss of power. The pump was still delivering at the conclusion of testing. There was no intermittent power observed with the returned battery cap or pump. The battery cap width and height measurements were within specifications. The pump cover was removed and no evidence of loose components or moisture contamination was identified inside pump. Unrelated to the complaint, evaluation revealed a discolored display screen. The intermittent power issue was verified in the history but could not be duplicated during the investigation.